Manufacturer narrative:
The initial medwatch report (date of event) indicates: (B)(6) 2017. The initial medwatch report (date of event) should indicate: (B)(6) 2017. The supplemental medwatch report (additional manufacturer narrative) indicates: physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and was unable to verify the reported issue of the device powering itself off. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off. The device was immediately removed and a back up device was obtained without any delay. There were no reports of adverse effects to the patient as a result of the reported issue.  Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and was unable to verify the reported issue of the device powering itself off. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.